Event description:
During an implant procedure, the right atrial (ra) lead was unable to be implanted. The ra lead was explanted and replaced to resolve the event. Following the procedure, the ra lead was tested and when extending and retracting the helix, the catheter was getting twisted as well. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were a helix mechanism issue and inability to implant. As received, a complete lead was returned in one piece for analysis with the helix fully extended and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead revealed an over-torqued inner coil, which is consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to be due to the over-torqued inner coil in the connector region and the helix being clogged with blood/tissue.